Event description:
Three months after implantation surgery, the patient experienced breakage of the olecranon plate. There were no other injuries related to the patient. The broken plate was explanted.